Event description:
The complainant stated that the head of the bed is rising on its own.

Manufacturer narrative:
Tech could not duplicate the alleged malfunction, but did find the siderails were locked out and could not unlock from lh siderail due to a loose eprom on the caregiver circuit board. He reseated circuit board to repair the bed.